Event description:
A report was received that the patient was experiencing significant weight loss since the permanent implant. It was also noted that the patient's ipg had eroded out through the patient's skin and was exposed. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was moved. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing significant weight loss since the permanent implant. It was also noted that the patient's ipg had eroded out through the patient's skin and was exposed. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was moved. The patient was doing well postoperatively.